Event description:
The pt is a (B) (6) woman with a history of hypertension, hodgkin's disease and an st elevation myocardial infarction who underwent a CABG and mitral valve repair last month. The cardiopulmonary bypass (cpb) machine was de-aired and primed with 2 units of bank blood because the pt was slightly anemic. The usual medications were added to the prime including 10,000 units of heparin, mannitol and amacar. The pt's activated coagulation time (act) was checked and was noted to be 469 which was within the accepted range . A heparin concentration (hepcon) was also checked and was noted to be 3.0 (the goal is to be 2.2 or above). After priming the pump, the arterial line was checked to assure that there was forward flow, as is routine practice, and the flow was normal. There was an approximate 20 minute delay before starting the pt on bypass. Another act was checked prior to going on bypass and was noted to be approximately 415. Since the act had dropped, a decision was made to administer another 5,000 units of heparin . The pt was started on bypass approximately 5 minutes later. When bypass was started there was positive forward flow. The venous line was opened to empty the heart and shortly thereafter (within seconds), the forward flow stopped. The team was alerted and all lines were clamped. The pt's blood pressure dropped to a mean of 20-30, which is not unusual when starting bypass, but usually recovers in a few seconds. The perfusionist alerted anesthesia that they had taken off approximately 200 cc from the pt. The anesthesiologist administered blood products and pressors to support the patient's blood pressure, while the perfusionist attempted to troubleshoot the system to determine why there was no forward flow. The pt was taken off bypass. The anesthesiologist estimated that the pt's mean pressure was low for approximately 2-3 minutes. At this point, the tubing was disconnected and a clot was discovered in the arterial line filter. The filter and tubing were replaced. An echo was performed to rule out a possible aortic dissection as a cause for the low blood pressure. The surgeons performed a visual inspection of the cannulation site to make sure the cannula was in the correct position. They attempted to go on the pump a second time. This time they were able to get forward flow but it was reduced; they were only able to get 2 liters when they should have been getting about 5 liters. The pt was again taken off of bypass. The cpb machine and all components were replaced and a new pump was primed with 2 units of bank blood. The pt was given 15,000 units of heparin and ffp . At this point the act was well over 600. The patient was started on bypass and the case continued without complications. Inspection of the tubing and cpb machine that was not functioning correctly, revealed the presence of clots all throughout the tubing. The pt was subsequently diagnosed with a massive stroke upon trying to awaken her post-operatively. The surgeon feels that it is possible that the patient's stroke is related to the problems encountered with the cpb machine.